Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported difficulties encountered with the fiber is confirmed as functional testing identified a break in the fiber body near the distal end of the connector. It is probable that the fiber break occurred due to excessive manipulation or bending and rough technique during setup. According to the IFU, do not press the fiber end into the tissue. This creates stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Do not bend the fiber at sharp angles. Damage may occur to the fiber. Based on analysis of the fiber, it is probable that the interaction between the user and device, caused or contributed to the observed fiber damage. Device history record (DHR): a review of the DHR confirmed that the device met all material, assembly, and performance specification. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis under magnification identified a fracture under the proximal end of the metal cap. The fiber was able to rotate independently, proximal to the fracture. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber cap/tip did not show signs of devitrification or debris. Labeling review: a review of the device instructions for use (IFU) was completed. The IFU states: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Do not press the fiber end into the tissue. This creates stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Do not bend the fiber at sharp angles. Damage may occur to the fiber. Investigation conclusion: based on the information available, a probable cause of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a benign prostatic hyperplasia procedure, the fiber was not identified on the screen, a message displayed check foot pedal. The procedure was completed with a second fiber without clinical consequences to the patient. The fiber was returned, and the analysis identified a fiber body break under the proximal end of the metal cap.